Event description:
On (B)(4) 2013, patient reported the infusion set leaked insulin 1 month ago and this resulted in hyperglycemia of up to 500 mg/dl. Her target blood glucose is 70-120 mg/dl. She felt flushed and confused as a result of hyperglycemia and delivered an insulin injection as treatment. She discovered the leak when there was wetness around her infusion site, and the leak originated near the cannula. The headsets are inserted manually, and some cannulas have been bent after removal. Patient did not wish to troubleshoot the concern further. The infusion set was discarded and will not be returned for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified. Result no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.